Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2020152 of fs-oa-10 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 19 oct 2023. Visual inspection: wire guide attached to stent, stent, introducer returned. Damage observed on the stent and wire guide. Wire guide observed to be frayed. End of stent observed to be lightly damaged/compressed. Wire guide measured 0.035 inches. Functional inspection: n/a. Ipe:(B)(4). *note: introducer referred to in lab evaluation notes above is the guiding catheter component. Pushing catheter was not returned. Input received from the product manager confirmed that the channel size of the olympus 190 sideview scope is 4.2mm. Manufacturing records: prior to distribution, all fs-oa-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for fs-oa-10 device of lot number c2020152 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the fs-oa-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2020152. A nc (non-conformance) was noted in production for a damaged tip on the stent but this did not contribute to the reported issue as the device was reworked by the manufacturing team member ensuring it did not leave cirl in a defective state. Instructions for use and label: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause for this complaint is that resistance was met at the distal end of the guiding catheter leading to it becoming lodged within the endoscope and which subsequently contributed to the damage observed on the wire guide and the stent. As per the information reported in the description of event, the guiding catheter became stuck in the scope whilst attempting to remove the stent. Another possible root cause is that there may have been difficulty encountered when advancing the introduction system to the target site which led to the catheter become stuck. Additional information was received which confirmed that the pushing catheter remained in place during the removal of the guiding catheter and wireguide, and the user employed the short wire technique, therefore confirming that the steps outlined in the instructions for use were followed and no user error occurred. As referenced in the description of events, while there is the potential that the user had the elevator closed we are unable to definitely root cause this as user error since definite confirmation is not available. However, a notification has been sent to the product manager. Furthermore, engineering confirmed that cirl do not specify the make or the model of the endoscope to be used with the device and therefore we cannot make any definite conclusions on whether the device got stuck on a newer olympus scope. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, stuck in catheter. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause for this complaint is that resistance was met at the distal end of the guiding catheter leading to it becoming lodged within the endoscope and which subsequently contributed to the damage observed on the wire guide and the stent. As per the information reported in the description of event, the guiding catheter became stuck in the scope whilst attempting to remove the stent. Another possible root cause is that there may have been difficulty encountered when advancing the introduction system to the target site which led to the catheter become stuck. Additional information was received which confirmed that the pushing catheter remained in place during the removal of the guiding catheter and wireguide, and the user employed the short wire technique, therefore confirming that the steps outlined in the instructions for use were followed and no user error occurred. As referenced in the description of events, while there is the potential that the user had the elevator closed we are unable to definitely root cause this as user error since definite confirmation is not available. However, a notification has been sent to the product manager. Furthermore, engineering confirmed that cirl do not specify the make or the model of the endoscope to be used with the device and therefore we cannot make any definite conclusions on whether the device got stuck on a newer olympus scope.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 07-aug-2024.

Event description:
Per dm on phone call (B)(6) 2023. An experienced team doing an ercp replacing a plastic stent. While placing a plastic stent when removing the guiding catheter, it was stuck in the scope. Believes one or another happened inadvertently the dr possibly had the elevator closed or the device got stuck on a newer olympus 190 sideview scope with a disposable end cap. It was also noted that when removed the wire guide was frayed. Once all components were out, they were able to go back in with another of the same device. The following information has been received via phone call on 15sep2023. Sg (B)(6) 20232.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement 2.1.2 what was the target location for the stent? Common bile duct. 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Temperature controlled room. 2.1.4 what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? G47614-awg2-35-260. 2.1.5 was the wire guide lubricated prior to use? Yes. 2.1.6 was the wire guide inspected for damage prior to use? Yes. 2.1.7 was the device at the center of the complaint inspected for damage prior to use? Yes. 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 2.1.10 if not with the device in question, how was the procedure finished? Another of the same device. 2.1.11 what intervention (if any) was required? N/a. 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? No. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? No. 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus 190 sideview with disposable end cap. 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. 2.2.4 please indicate the location in the body where the stent device was to be placed. Common bile duct. 2.2.5 was resistance encountered when advancing the wire guide to the target location? No. 2.2.6 was resistance encountered when advancing the introduction system in place to the target location? Unknown. How did the physician deal with this resistance? 2.2.7 how did the physician determine the length of the stent to be used for the procedure? From the length of the stricture. 2.2.8 where was the stricture located in the duct? Unknown. 2.2.9 was the stricture dilated prior to placing the device? Unknown. If so, please indicate what device(s) were used. 2.2.10 was resistance encountered when advancing the stent through the obstructed area? Unknown. 2.2.11 after placement, was stent position verified? Yes. If yes, please describe how. 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. Very short time. 2.2.13 did any section of the device detach inside the endoscope or patient? No. 2.2.14 please indicate whether the device broke in the endoscope or in the patient. N/a. 2.2.15 was the broken device retrieved? N/a. 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. 2.2.17 please indicate why the modifications were necessary. N/a. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. G31527-fs-oa-10, lot c2020152 - returning - stuck in scope. G47614-awg2-35-260, lot w4723102 - returning - frayed. G31903-fs-omni, lot w4716373 - discarded. 10fr stent - returning still connected to introduction system, no issue with. 2.2.19 did the patient require any additional procedures as a result of this event? No. 2.2.20 what intervention (if any) was required? N/a. 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please provide the originator a list of any additional manufacturer questions required for investigation. Sg (B)(6) 2023.